Event description:
The caller alleged poor. Precision. The following test results were reported: 5.8, 2.8 (retest). During troubleshooting, it was discovered that the retest was from the initial fingerstick and the nurse had to milk the finger to obtain an adequate blood sample.